Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was implanted with an inflatable penile prosthesis (ipp) for more than ten years and experienced discomfort due to a budging cylinder towards the base of his penis. The patient was brought in for evaluation where it was decided that surgical intervention was necessary to fix the issue. The old device was explanted a new device was implanted. The patient outcome was reported to be fully recovered.